Event description:
It was reported that one week after the iab was inserted, blood was noticed in the pump's helium tubing. Also, the pump alarmed. Because of this, the iab was removed and replaced. There were no patient complications.